Event description:
It was reported that the patient presented for follow up. A review of the transmission revealed multiple episodes of non-sustained right ventricular over-sensing (nsrvo) recorded by implantable cardioverter defibrillator. The episodes were caused by myopotential oversensing. No interventions were made. There were no patient symptoms reported.